Event description:
Customer reported hospitalization due to low blood glucose. Patient's blood glucose reading was in the range of 20 mg/dl. Patient stated that she received a shot that day for high blood glucose and bolused for what she ate as well. Troubleshooting did not reveal any malfunctions. Advised customer to keep monitoring the pump and to speak to her health care professional about low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.